Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the cephalic vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the first inflation at 12 atmospheres, the balloon ruptured. There were no patient complications as a result of this event.